Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open -5v wire in the cable connecting the ECG a, b, and front therapy electrode. Additionally, the trunk cable was shorted. The root cause for the open wire was excessive force. The root cause for the shorted trunk cable was unable to be positively identified.no adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.